Event description:
It was reported that the pt died sometime during his sleep between the evening of (B)(6) 2010 and the morning of (B)(6) 2010. According to his spouse, he was wearing his pump at the time of his death; his last bolus was on the evening of (B)(6) 2010. The diabetes specialist nurse reported that she trained him extensively on the pump beginning in (B)(6) 2010, the pt was doing very well on the pump, and there were no reports of blood glucose excursions or pump malfunctions. At this time, there is no confirmation of insulin delivery or blood glucose readings immediately prior to his death. The confirmed cause of death from the coroner's office was myocardial infarction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.